Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage between upward/downward and right/left angulation control knob. The event can be detected and prevented by following the instructions for use: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited a white residue inside the auxiliary channel. There were no reports of patient involvement.